Event description:
Medwatch states "venous bloodline became separated from venous fistula needle" after 3 hours of dialysis. Pt remained conscious throughout, treated with ns and taken to hospital for evaluation. "It was technician error. The line was not tightened to the fistula needle". Lot # unknown and no sample available.